Event description:
A malfunction alarm, identified as malfunction 12, was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction alarm reappears.